Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter in two (2) pieces. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination and tactile inspection revealed numerous kinks throughout the shafts. Microscopic examination revealed numerous kinks throughout the hypotube and a complete hypotube separation 74cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mmx12mm emerge balloon catheter was advanced over the wire. However, when the device was almost entered the patient's body, the shaft broke. The balloon catheter was removed and the procedure was completed using another balloon catheter. No patient complications were reported and the patient's status was okay.